Manufacturer narrative:
The returned test strips were measured with the returned meter with a high-level control sample: target range: 2.6-3.2 inr. Test 1: 3.0 inr. Test 2: 2.9 inr. Test 3: 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and retention material comply with the specification. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." E3 - occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek inrange meter serial number (B)(6). At 7:30 am, the result from the meter was 4.4 inr. At 7:30 am, venous blood was taken by the doctor with the result from the laboratory of 2.5 inr. The laboratory reagent was unknown. The therapeutic range was 2.5-3.5 inr and the patient tests once a week.